Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event: (B)(6) 2023.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an electrophysiology interventional procedure. Reportedly, it was noticed hours later that the device had not completely achieved hemostasis [bleeding at access site]. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.